Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent an vertebral fusion surgery (spondylodesis) at l4-s1 levels, due to degenerative disease. Post-operatively, on an unknown date, implanted screw at s1 was found broken. Due to the screw breakage, the patient underwent re-operation for removal of the broken screw, but the screw could be explanted partially only. A part of the screw remained in the patient's sacrum. Patient complications as a result of this event were reported as pain. It was also reported that the broken screw contributed to non-union, for which re-operation is needed.

Manufacturer narrative:
X-ray analysis: "l4-5, l5-s1, tlif post op x-ray shows fracture of one of the sacral screws. Interbody devices appear undersized and there is a paucity of bone graft. Solid fusion has not occured. Fracture happened at unknown time point from initial surgery. Root cause: indeterminate." Product analysis: visual examination of the mas bone screw confirmed bone screw complete fracture at approximately ~5 threads from the base of the bone screw head. Optical examination did not identify material defect near the area of fracture origin, which could contribute to crack propagation. Optical examination of the fracture surface noted some fracture surface damage. Microscopic examination of the fracture surface identified ratchet marks near the area of crack propagation, and gently curving convex striations through the cross sectional area of the implant, which are indicative of cyclic fatigue until subsequent mechanical failure of the implant. Dimensional inspection of major and minor diameter confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with cyclic fatigue.